Event description:
It was reported that the run/safe switch was illegible during a routine equipment evaluation at the user facility, by a manufacturers' service technician. An illegible run/safe switch creates a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the run/safe switch was illegible during a routine equipment evaluation at the user facility, by a manufacturers' service technician. An illegible run/safe switch creates a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not returned to manufacturer for investigation.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not received.